Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to device replacement surgery for normal elective replacement indicator, decreased sensing, high impedance, and high capture threshold were observed on the right ventricular (rv) lead. During the procedure, the rv lead was capped and replaced. The patient was stable following the procedure.